Event description:
It was reported that the cement set up too fast, but the surgeon was able to seat stem.

Manufacturer narrative:
An evaluation of the device can not be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.